Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was successfully interrogated. The patient status was stable.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a diagnostic anomaly. No changes were reported. The patient status was stable.